Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late

Event description:
Patient reported left side red, hot, pain, swelling, ton of fluid around implant, blood cancer, bump, and exchange from textured to smooth implants due to the patients concern with the products. The event of "blood cancer" has been deemed not related to the device. Device remains implanted.